Event description:
On (B)(6) 2011, pt reported the infusion device does not deliver insulin accurately due to defective buttons. Pt has experienced hypoglycemia in the 20-50 mg/dl range. Blood glucose was 62 mg/dl on (B)(6) 2011 after pt ate breakfast, and blood glucose was 193 mg/dl before bed the previous night. Pt treats hypoglycemia by eating. The up and down buttons on the infusion device work intermittently. Pt delivered insulin via syringe on the day of the report. Pt reported he is also recovering from ankle surgery. Infusion device was not dropped, cracked, or exposed to water. Pt noticed the buttons were defective several months ago when bolusing. Pt has used this infusion device for 4 years and boluses 2 times per day. The buttons pop up after being pressed. Infusion device was replaced and requested for evaluation. Pt did not require treatment from a health care professional or second party to address the issue.